Event description:
Same case as MDR ID: 2134265-2014-07788 and 2134265-2014-07787 (B)(4). It was reported that myocardial infarction (mi) and in-stent restenosis (isr) occurred. In (B)(6) 2010, the patient was returned for staged intervention to the left anterior descending (lad) artery, status post st elevation myocardial infarction (stemi) with percutaneous intervention in (B)(6) 2010. Subsequently, coronary angiography and index procedure were performed. The target lesion was a de novo lesion located in the mid lad with 90% stenosis and was 16 mm long with a reference vessel diameter of 2.3 mm. The lesion was treated with pre-dilatation and placement of a 2.25 x 20 mm taxus® liberté® atom¿ stent. The physician noted a mild indentation along the lateral surface of the mid portion of the stent (due to eccentric plaque) which was then treated with post dilatation using a 2.5 x 12 mm quantum balloon catheter. Following post dilatation, residual stenosis was 0%. The target lesion #2 was a de novo lesion located in the 2nd diagonal with 60% stenosis and was 10 mm long with a reference vessel diameter of 2.6 mm. The lesion was treated with direct stent placement using a 2.50 x 12 mm taxus® liberté® stent. Following post-dilatation, residual stenosis was 0%. One day post procedure, the patient was discharged on aspirin and prasugrel. In (B)(6) 2011, the patient presented with angina and a 2.50 x 12 mm ion stent was implanted in 1st diagonal. In (B)(6) 2014, the patient presented with complaints of chest pain associated with weakness, diaphoresis, nausea, and vomiting. The patient was hospitalized on the same day. Coronary angiography was performed and revealed 90% in-stent restenosis of the 2.25 x 20 mm taxus® liberté® atom¿ stent in mid lad and 75% proximal hazy stenosis (thrombus) in 1st diagonal. The 75% proximal hazy stenosis (thrombus) in proximal lad including 1st diagonal bifurcation was treated with aspiration thrombectomy, followed by kissing balloon angioplasty. The physician noted a residual thrombus in lad which was then treated with placement of a 3.0 x 12 mm promus premier¿ stent. Post deployment of the 3.0 x 12 mm promus premier¿ stent, jailing of 1st diagonal was noted with 90% stenosis. The physician treated the 1st diagonal with kissing balloon angioplasty. Following post dilatation, residual stenosis 10% in proximal lad and 25% in 1st diagonal. The 2.25 x 20 mm taxus® liberté® atom¿ stent in mid lad was treated with placement of a 2.5 x 12 mm promus premier¿ stent. Following post dilatation, residual stenosis was <10%. In addition, no additional intervention was performed for in-stent restenosis in right coronary artery (rca). Two days after, the event was resolved without residual effects and the patient was discharged on aspirin and prasugrel.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).